Event description:
Event description guidant received information that this this pacemaker was explanted due to displaying elective replacement time upon interrogation. A field representative inquired if the device was included in a recall, and it was not. The representative provided the programmed parameters and a technical services consultant provide a longevity calculation of 5.8 years. The device has been implanted for approximately 3.3 years. A competitor's device was implanted. The device is being returned for analysis.